Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that the power supply was extremely hot and smelled like burning wires and that there was a crack down the center of the transforming (horizontally), exposing inner electronics and she could see melting on one of the "computer chips." She did not witness any fire, flame or sparking and an injury was not sustained as a result of the issue. She also indicated that she would return the product; however, as the date of this report, the product has not been received. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at lease three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the transformer for her breast pump was hot and "a little" melted and she saw "a little" smoke, though she did not see any flames, fire or sparking and there were no injuries.